Manufacturer narrative:
The patient initially stated the device was implanted around 1998, the device tracking database recorded the implant date as (B)(6) 200. It is unknown if this complaint was previously reported to codman. Based on the age of the complaint, the fact that the device was explanted and not returned, and that there was no dye study to performed to confirm a catheter migration, the root cause of the adverse event cannot be definitively determined. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration or dislodgement, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient called clinical call line in response to device tracking mailing, stating pump was previously removed due to "failure". Clinical account specialist followed via a phone call to patient for more clarity. The patient stated that the pump was implanted from approximately 1998-2009. Suddenly, patient felt lack of pain relief and consulted her physician. The physician did not perform a dye study to determine if there was a catheter migration or dislodgement. Pump was then explanted and discarded. The patient thinks the catheter may have migrated.